Event description:
While attempting to monitor the heart rhythm of a patient (age & gender unknown) the device powered up without display. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.